Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was confirmed upon visual inspection to have the tip fractured during surgery. No manufacturing issues were discovered. The probable root cause is overtightening as advised against in the surgical technique.

Event description:
It was reported that the tip of draw rod broke off in screw while attempting to remove. Instrument has been used for 50+ surgery's, and over tightened by surgeon.

Event description:
It was reported that the tip of draw rod broke off in screw while attempting to remove. Instrument has been used for 50+ surgery's, and over tightened by surgeon.